Event description:
A power on reset (por) condition was reported. The patient's outcome was not reported. Additional information is being requested, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).